Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a reduction in the intrinsic amplitudes. The sensing vector was set to the secondary vector. Technical services discussed some programming options. The sensing vector has now been reprogrammed to the primary sensing vector. The system was checked again less than two weeks later and all was good. There were no additional adverse patient effects. The system remains implanted.